Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5062361) in the united states on (B)(6) 2016, who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2011. The consumer received the following concomitant medications: pramipexole, natriumvalproat, antihistamine, reflux drug, naltrexone, venlaxin (venlaxine) and vitamin d (cholecalciferol) for not reported indication. Right after implanted she experienced strong nausea, brain fog, mood swings, sharp pain in lower stomach. In short time, severe pain in legs, back and arms, had to take sick leave from work 2 months after implanted. She got fibromyalgia diagnoses in 2012, cfs (chronic fatigue syndrome) 2012 in 4 years time, sleep apnea, bibolaria, autonomic nerve failure, thyroid problems, diabetic problems, blood pressure problems, scalenus muscle dysfunction, chronic infection, swollen stomach, lack of sex, headaches, rashes (including sun), sense to lights/noise/smells anxiety/panic attacks, memory problems, muscle dysfunction (like in parkinsons disease), legs dysfunction in walking or standing, burning hot skin after even minimum stress (physical or mental). Low fever all the time. Swelling in all places, like fingers, back of head. Knees, breasts, arm pit etc. Almost all symptoms disappeared immediately after removing and after 2 months from that got back to work. Sick leave at 4 years and 1 month. Essure explanted date reported was (B)(6) 2016. Consumer assessed the event outcome as disability/ permanent damage. Quality safety evaluation received on 23-jun-2016: ptc global number (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this spontaneous case report received via regulatory authority refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced sharp pain in lower stomach among other non-serious events. In addition, she also presented bipolar disorder and autonomic nerve failure. She stated that all symptoms disappeared after removing the devices (positive dechallenge). Pain in lower abdomen is listed while bipolar disorder and autonomic nerve failure are unlisted in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur during essure use. Considering the implied temporal relation and the recovery after removal, the reported event is assessed as related to essure use. In regards of bipolar disorder and autonomic nerve failure, given their physiopathology and essure's local action in fallopian tubes, causal relationship between them and essure use is very unlikely. Since essure removal was required, this case is regarded as incident. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable.